Manufacturer narrative:
Pump received with intermittent button response due to flattened dome switch on esc, act, up arrow and down arrow button. The connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test and self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that the customer insulin pump had a keypad anomaly and high blood glucose event. The customer¿s blood glucose was 406 mg/dl at the time of incident. Caller stated that the insulin pump buttons were unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer had a high blood glucose of 406 mg/dl and treated with insulin pump. Caller declined high blood glucose troubleshooting. The caller was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.